Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral nailing procedure on (B)(6) 2018, the tip of the threaded driving cap broke off inside the hybrid insertion handle while attempting to insert the nail. Procedure was completed successfully with no delay. Patient status reported as stable. Concomitant devices reported: hybrid insertion handle (03.037.011, lot l625247, quantity 1), nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) threaded driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device received by manufacturer the subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that no fragments generated when the event occurred. The procedure was completed using another set. The patient was stable the whole time of the surgery with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.523; lot: 9065861; manufacturing site: bettlach; release to warehouse date: 20.jan.2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 was hardened according to specification during manufacturing process. The measured hardness is documented in DHR file. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: complaint description: it was reported that on (B)(6) 2018, during a femoral nailing procedure, the tip of the threaded driving cap broke off inside the insertion handle while being used to insert the nail. There were no fragments generated when the event occurred. There was no surgical delay reported and the procedure was successfully completed by using another set. Patient outcome was stable. Investigation flow: broken: visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged into the concomitant device. The lodged broken piece was not able to be removed from the insertion handle. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Drawing/specification review: the design drawings were reviewed during investigation and no design issues were noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Dimensional inspection: an accurate outer diameter dimension (od) of the threads on the complaint device was difficult to achieve, as the break only left a partial thread portion. This did not leave much purchase for the micrometer for complete thread measurement. Therefore, the diameter of the groove proximal to the broken tip was measured with a caliper (ca-814). The measurement obtained on the groove diameter is 5.98 mm. This is within the design specification of 6 mm +/- 0.1 mm per instruction sheet and tolerances specified per instruction sheet. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible than an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.